Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited tones and this implantable transvenous defibrillation lead had one daily measurement for shock lead impedance less than 20 ohms. All other daily measurements and several commanded measurements all show consistent measurements in 36-38 ohms range. No inappropriate episodes are noted. It is also reported that the pacing impedance measurement has dropped from 600 ohms at implant to 280 ohms. All thresholds and intrinisic measurements are normal and steady. Guidant received subsequent information that the shock impedance was greater than 125 ohms. Left and right ventricular thresholds have gone from 1v to 5.5v and 1 to 1.4v and impedance measurements have gone from 300/500 to greater than 2000. The shock impedance is out of range. R waves are consistent around 4-5mv.